Manufacturer narrative:
Device had unresponsive buttons due to flattened bolus express and esc button dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify motor error alarm, low battery alarm due to unresponsive button. The motor was tested outside the device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error. Customer also having the trouble with the buttons. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.